Manufacturer narrative:
The device was received at spacelabs healthcare and evaluated by a equipment service center technician. The device was tested and the reported problem was not verified. Additionally, no issues were found with the device. Cause of failure not established as no product failure was identified.

Event description:
The customer reported that while in use, the uvsl command module stopped monitoring patient parameters. There was no patient or user harm associated with this event.